Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 4.00 x 38mm synergy¿ drug-eluting stent was deployed in the lesion, the stent delivery system (sds) was pulled out. However, the sds became stuck inside the guide catheter and the shaft got separated. The device was removed as a whole system and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. The device was returned in two sections, the distal portion was returned inside a guide catheter and loaded over a guide wire. The distal section of the device was removed distally from the guide catheter. The stent was not present on the balloon. A large mandrel was inserted into the guide catheter, there was no resistance noted during insertion. The guide catheter was undamaged. The stent was not returned for examination as it was successfully deployed during the procedure. The balloon was examined and it was noted that the balloon was bunched at the distal end of the guide catheter. It appeared the balloon had been subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed a break proximal to the wire exchange port. There were multiple kinks and stretching of the shaft polymer extrusion. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 4.00 x 38mm synergy¿ drug-eluting stent was deployed in the lesion, the stent delivery system (sds) was pulled out. However, the sds became stuck inside the guide catheter and the shaft got separated. The device was removed as a whole system and the procedure was completed. No patient complications were reported.